Event description:
It was reported that the patient presented in the clinic for post implant follow-up. Upon interrogation, the right ventricle lead exhibited high capture threshold. The physician attempted to reposition the lead; however, during the procedure, the lead helix failed to retract. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.